Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 31jan2017 / manufacturing date 23jan2016 / (B)(4). (B)(4). It was reported that the batteries would rapidly discharge. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the batteries passed visual examination and functional testing. The reported event could not be confirmed since log files were not available for analysis. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU includes a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Therefore the potential that this type of event would cause a death or serious injury is remote. This will result in therefore result in user annoyance with no effect on the functioning of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A patient reported that two of his batteries were draining simultaneously and rapidly causing user annoyance. The site was not able to clarify how long the batteries were lasting for; only that it was "much shorter than usual". The patient reported that one battery would reach two bars and then switch to the second battery and that this would occur before any beeps or alarms. The patient reported that he would otherwise change his batteries and charge them when his controller beeped; not any time before that. The devices were exchanged with no other reported patient issue or injury.